Manufacturer narrative:
Laxity was reported for patient with a total knee implant. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Laxity was reported for patient with a total knee implant. Revision surgery is planned to exchange the poly inserts.